Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Front right headtube/fork bent inward/small gap in weld on rear walking beam.

Event description:
The frame is cracked.